Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that when they removed there son's pod he noticed the needle was sticking out. It was also reported that there son experienced pain and discomfort in the insertion site.